Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hypoglycemia after eating breakfast without announcing it, then announcing a breakfast 30 minutes later, with a subsequent blood glucose nadir of 50 mg/dl and low alerts delivered by the device. Symptoms included cognitive fog and transient speech difficulty. Outcomes included self-treatment with oral glucose and recovery without medical intervention or assistance beyond voluntary support, with no hospitalization. Investigation included troubleshooting and user education on meal announcement timing and carbohydrate treatment for lows. Investigation of this case revealed no device malfunction and suggests user-related use pattern contributed to the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.